Event description:
Recent clinical incidents - liquiband optima mini. Please see direct commentary below from the customer, which alludes to user error. Capturing feedback of events for reporting purposes. "Our emergency department currently uses liquiband optima as our standard skin glue. The nurse practitioner team is the group most familiar with it, and they generally use it without any issues. However, because clinicians rotate frequently and work across varying shifts, it can be difficult to make sure everyone is familiar with the product before using it. We have had a couple of clinical incidents involving staff who weren't familiar with the glue, which unfortunately resulted in accidental eyelid adhesion when treating facial or scalp lacerations. We've also had a few near misses mainly related to the product's watery consistency and clear colour, such as clinicians priming the applicator over a patient's face or applying more glue than intended because it's hard to see exactly where it's gone, including when it runs onto unintended areas like the cheeks or eyes. Because of this, the ed nurse practitioner group explored whether a more viscous or coloured product might reduce these risks and be easier for all clinicians to use" after reviewing the alternative samples, they've decided to continue with the optima mini, as it remains a very effective product when used correctly. Comment from life healthcare at the time of raising: this is being reported to you as an fyi only and no further action is required. We will close this as a log-only on our end. We do not consider this complaint to be reportable to the tga. We have not received any specific adverse event reports but would like to inform you as per the feedback from end-user.

Manufacturer narrative:
The complainant reported recent clinical incidents - liquiband optima mini. Please see direct commentary below from the customer, which alludes to user error. Capturing feedback of events for reporting purposes. "Our emergency department currently uses liquiband optima as our standard skin glue. The nurse practitioner team is the group most familiar with it, and they generally use it without any issues. However, because clinicians rotate frequently and work across varying shifts, it can be difficult to make sure everyone is familiar with the product before using it. We have had a couple of clinical incidents involving staff who weren't familiar with the glue, which unfortunately resulted in accidental eyelid adhesion when treating facial or scalp lacerations. We've also had a few near misses, mainly related to the product's watery consistency and clear colour, such as clinicians priming the applicator over a patient's face or applying more glue than intended because it's hard to see exactly where it's gone, including when it runs onto unintended areas like the cheeks or eyes. Because of this, the ed nurse practitioner group explored whether a more viscous or coloured product might reduce these risks and be easier for all clinicians to use" after reviewing the alternative samples, they've decided to continue with the optima mini, as it remains a very effective product when used correctly. Comment from life healthcare at the time of raising: this is being reported to you as an fyi only and no further action is required. We will close this as a log-only on our end. We do not consider this complaint to be reportable to the tga. We have not received any specific adverse event reports but would like to inform you as per the feedback from end-user. The IFU states: "when closing facial wounds near the eye, please position the patient so that any run-off of adhesive is away from the eye. The eye should be closed and protected with gauze. Prophylactic placement of petroleum jelly around the eye, to act as a mechanical barrier or dam, can be effective at preventing inadvertent flow of adhesive into the eye." In FDA's medical device reporting for manufacturers' document issued on november 8, 2016, a "serious injury" is an injury or illness that is life threatening, results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent damage to a body structure/function. As medical intervention would likely have been required to preclude permanent damage to a body structure/function, this event will be reported as a precautionary measure.